Event description:
It was reported that during a lar procedure, the device kept activating without pushing the hand-switch after the system check. Another like device was used. There was no pt consequence.

Manufacturer narrative:
The device was received in good condition. No visible damage was noted. The hand-activation contacts were in good condition. The device was tested on a generator and activated automatically, it was found that the control switch assembly buttons were not functional. Complaint info is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the mfg process.